Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the pack revealed fabric tears on the battery pocket as well as the controller pocket. As a result, the reported event was confirmed. The most likely cause of the reported event can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because it was damaged with multiple tears throughout. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.